Event description:
The lead pulled back into the atrium and will be revised. Lead disposition was confirmed by x-ray. The status report is included with this report.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.